Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe capsular contracture...grade iii on the left," "overfilling with 560 cc's of saline," "distorted abnormal-appearing breasts," "very round ball-like appearance to the breasts and implants sitting on [the] chest and almost no contour," "extremely wide cleavage related to the lateral displacement of the implants," "extremely thin soft tissue coverage over the implants," "mental anguish," and "loss of the capacity for the enjoyment of life."

Event description:
Patient representative reported "severe capsular contracture...grade iii on the left," "overfilling with 560 cc's of saline," "distorted abnormal-appearing breasts," "very round ball-like appearance to the breasts and implants sitting on [the] chest and almost no contour," "extremely wide cleavage related to the lateral displacement of the implants," "extremely thin soft tissue coverage over the implants," "mental anguish," and "loss of the capacity for the enjoyment of life." Patient representative additionally reported patient ¿suffered bodily injury ¿suffering¿ disability, disfigurement." Device remains implanted. This is the left side record.